Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus/migration of essure device location of device: uterus/expulsion of essure device./on the left side, much of the implant was noted to be in uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hemorrhage-I had abnormal bleeding from stopping the depo provera and it made the bleeding become hemorrhage. Previously administered products included for an unreported indication: coumadin from 2002 to 10-jun-2019 and metoprolol from 2002 to 10-jun-2019. Concurrent conditions included anemia and menometrorrhagia. Concomitant products included losartan. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: normal placement of the right essure catheter with approximately 4 coils in place. On the left side, abnormal essure placement with greater than 10 coils protruding. Discrepancy noted as previously date of insertion form lc reported as 2009, now incurrent pfs date of insertion was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jan-2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical compliant. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure device location of device: uterus/migration of essure device location of device: uterus/expulsion of essure device./on the left side, much of the implant was noted to be in uterine cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hemorrhage-I had abnormal bleeding from stopping the depo provera and it made the bleeding become hemorrhage. Previously administered products included for an unreported indication: coumadin from 2002 to (B)(6) 2019 and metoprolol from 2002 to (B)(6) 2019. Concurrent conditions included anemia and menometrorrhagia. Concomitant products included losartan. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: normal placement of the right essure catheter with approximately 4 coils in place. On the left side, abnormal essure placement with greater than 10 coils protruding. Discrepancy noted as previously date of insertion form lc reported as 2009, now incurrent pfs date of insertion was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs & mr received. Reporter's information was added. Case become incident. Injury nos replaced with new events. Date of insertion was updated. Date of insertion was added. Added event device breakage, abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: uterus/ migration of essure device location of device: uterus/expulsion of essure device, haemorrhage. Medical history, concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.